Event description:
A report received from (B)(6) stated an 830 ventilator experienced a "black" screen, while being used on a patient. The patient was removed form the device and placed on an alternate ventilator. There was no report of patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the backlight printed circuit board (pcb), which resolved the customer reported issue. The device passed all functional testing. (B)(4).